Manufacturer narrative:
Additional, corrected, and/or changed data. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) additionally reported "starting with a (non-device related) viral infection, persistent swelling, upper and lower lip with multiple nodule formations." Treatment included dexamethasone , cetirizine , ibuprofen, ohne nutzen, klacid. Symptoms ongoing/unresolved.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "viral infection", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that a patient "currently suffers from a (non-device related) viral infection and has developed a swelling in the injected area" after injection in the lips with [unspecified] juvéderm® volift¿ five months ago. The device and nodules are clearly palpable, which was not the case before. Hcp has recommended cooling, ibuprofen and fenistil. Symptoms are ongoing.